Manufacturer narrative:
Verified customer complaint that unit power cycles. The unit was powered up on battery and automatically powered down. Ac power was connected and unit was observed to charge. The unit was powered up on ac power three times and powered itself off after post each time. The unit was disassembled and visual inspection found corrosion on several points of the main pcba. Corrosion was not allowing the unit to power on properly. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. This complaint will be used for tracking and trending purposes. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer returned unit for power cycles. Upon failure analysis on (B)(6) 2018 the investigator found that the unit powers down on its own.